Event description:
Info rec'd indicates that when pushing the intellidrive handles are pushed forward, the bed moves backwards.

Manufacturer narrative:
The technician isolated the issue to the right intellidrive push handle. He replaced the handle to repair the bed.